Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Manufacturer reference number: (B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a lobectomy procedure after resection of the right lower lobe of lung, all the staples at the center of the fully fired staple line were formed in u shape, not in b shape. To address this issue the incomplete staple line was manually sutured. The surgical time was extended by less than 30 min. Additional tissue resection was not required. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. No reinforcement material was used in conjunction with the stapling device. There was no problem reported as the last known patient status.